Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-15909. The patient has 3 leads (from the same lot) as part of his scs system. It was reported the patient experiencing stimulation on his left side and ribs, instead of bilateral stimulation. Diagnostic testing revealed low impedance readings on multiple lead contacts. Also, programming was not able to achieve effective coverage, with one lead generating rib stimulation. X-rays were taken and indicated 2 leads had migrated and one lead had slightly pulled out of the ipg. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.